Event description:
The customer reported that the system locked up. No pt or user injury reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard disk drive and gpos pcb were evaluated and replaced. The system was tested and found to be working as intended and returned to service.